Event description:
It was reported that during the implant procedure, two different leads were attempted but the helix mechanism popped out twice even after re-screwing the helix back. Both leads were not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).